Event description:
It was reported that before a laparoscopic transverse colectomy procedure, the ace36j could not be attached to the hp054 properly. Then the ace36j could not be detached from the hp054. No error message was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One ace36j and one hp054 will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Nose cone the handpiece was received attached to an ace36j. The handpiece was detached from the device and it was found that the nose cone was cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, and the acoustic isolator was torn. In addition, the outer wire jacket of the hand activation cable was noted to be degradated. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.